Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons after of one month of being implanted. The device was successfully replaced. No additional adverse patient effects.